Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high rv defib impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Feb to aug-2014 rv defib impedance averages 100 ohms. Alert tripped for >100 ohms in oct-2013 and again for >130 ohms on (B)(6) 2014. Impedance is on the upper range of normal. Concomitant medical products: 2088tc st jude competitor lead, implanted (B)(6) 2013. (B)(4).